Manufacturer narrative:
The complaint of interluminal communication is confirmed. No info is available regarding date of placement, frequency of access, complications, catheter maintenance or dressing protocol. The discoloration of the catheter between the venous and arterial lures and bifurcation site is due to chemical staining and tape residue. During functional testing the catheter was found patent to infusion. However, during hydraulic pressurization of the venous lumen water was observed traversing the arterial lumen and exiting through the arterial luer. This was repeated to the arterial lumen with the same results with water traversing venous lumen and exiting through the venous luer. Microscopic examination confirms a breach in the venous and arterial lumens. A < 0.3 inch slit in the bifurcation site was observed. The slit in the inner luminal wall has compromised the catheter. No other damage to the catheter was observed. At this time the mechanism of damage is undetermined. A lhr of reud0057 showed no other similar product complaints(s) from this lot number.

Event description:
It was reported that "(B)(6) 2011 unwell for 4 days with nausea and vomiting. Blood culture test requested by doctor. On (B)(6) 2011 - admitted to rmh for high potassium and low hemoglobin and also unwell. Catheter gram (xray) on (B)(6) 2011 revealed a hole in the catheter. Pt recovering with new catheter." "Right permacath tubogram - using sterile technique, omnipaque 240 contrast medium was injected successively into each of the two permacath lumens. Contrast flowed freely through the permacath without blockage. Contrast was seen to flow from the long lumen into the short lumen, indicating an abnormal communication between the two lumens. Pt recovering with new catheter."